Event description:
An electronic report was received from a hemodialysis user facility. It was reported that this event occurred at the end of the dialysis treatment. It was reported that the twister dial device had leaked blood and then reportedly, the arterial line separated from the device. The staff did not return the blood contained in the bloodlines which resulted in a 250 ml loss of blood to this pt. It was learned that the pt was okay, with no report of injury or ill effect from this incident. The event occured at the end of the hemodialysis treatment. A laboratory test was obtained which did confirm the results as within normal limits. The pt was discharged to home. There is no sample available for an evaluation.